Event description:
It was reported when the device was used in an infantile umbilical hernia, the trigger would not release after firing so therefore would not staple. Completion of the case unknown. There was no pt conseuqence.